Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The patient side manipulator was analyzed. The reported failure (error 22008 along axis 7) was able to be confirmed during visual inspection. The reported complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted coronary artery bypass surgical procedure, the arm#1 led turned yellow. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted an error 100 occurred on the arm#1. The procedure was completed with no reports of patient injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported issue occurred at the end of the procedure. The issue was not resolved during procedure. The system had no other issues during start up.